Event description:
Pt reported the infusion device was exposed to water and would not start. Pt changed the power pack but this did not correct the issue. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue. A preliminary evaluation revealed there was water inside of the infusion device. The menu button does not function properly, and some segments of the infusion device display are missing. Additional info will be sent when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.